Manufacturer narrative:
The alleged event is not confirmed. The complaint sample was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a fluid leak after cancelling treatment during fill 1 of 4. Patient reported a heater bag on heater tray alarm prior to observing the fluid leak. Patient completed treatments with continuous ambulatory peritoneal dialysis. Follow up with the patient's peritoneal dialysis nurse indicated that the patient did not miss any treatments. The peritoneal dialysis nurse also reported that the patient did not experience any complications and that the patient was not provided medical intervention. Complaint sample was requested.